Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a open reduction internal fixation (orif) of left femur was performed. The surgeon removed the nail as it was misaligned in the patient's bone. Hence, the surgeon had to remove it. The nail was broken during the removal process. 1mm of metal rim about the proximal end of the nail was broken/came off. There were no other broken parts. The hip screws reamer was broken when the surgeon used it to drill the hole for the hip screws. After the first hip screw was broken, the surgeon used the second hip ream and it broke as well. There was no patient harm and there was no delay in surgery as the surgeon could use readily available alternatives in other hospital sets to proceed with the surgery. The outcome of the patient has been reported as fine. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was preformed: the dimensions cannot be verified to the specifications anymore. The nail shows various damages and was bent and twisted during mechanical overloading. There is a visual defect on the outer side of one recon hole caused by a misaligned reamer hitting the nail. At its connection to the aiming arm one side wall is completely broken off. The examination of the manufacturing papers and the raw-material testing certificate showed no deviations regarding dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standards. Lot 8206266 was manufactured in december 2012 in a quantity of 12 pieces and there were no issues during the manufacturing of the product that would have caused the complaint condition. The visual defect on the outer side of one recon hole and broken reamer tips coincide and provide evidence that at the time of surgery the reamers were not in line with the nail hole. The reamers are multiple use instruments hence the condition of the cutting blades before surgery are unknown. The technique guide describes the recommended instrument inspections on reprocessing procedures before surgeries for reusable devices. Without having all used instruments at hand (e.g. The aiming arm and insertion handle) at hand a final answer to functionality of the used instrumentation cannot be made. However, the degree of deformation and scratches support the application of excessive force during surgery. Not having all involved articles at hand, assessment of functional integrity is not possible. Moreover, evident signs of excessive force that lead to the significant deformation indicate a misalignment of instruments/implants, also supported by written customer statement that the nail was misaligned in the patient's bone. The issue of the reported problem cannot be finally assessed due to the above stated reasons. We consider that all involved articles were damaged during mechanical overloading situations and based on our investigations product related faults can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.